Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that during the operation, the mayfield ultra base unit (a2101) did not maintain correct tightening. Surgery time was increased for more than 30 minutes. There was no patient injury. End user hospital: (B)(6).

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the reported complaint is confirmed from the evaluation. The inspection shows the handle was adjusted too easy; therefore, it cannot hold the required pressure. The shock cushion, cam support pin and set screw must be replaced because of wear, the adjusting wrench thread is broken, and the wrench needs to be replaced. The 6-inch transitional member has damaged inner threads. It must be replaced to prevent damaging and disrupting the function of the handle assembly. The left bracket is fixated to tight onto the connection tube, the dowel pin which fixates the bracket is deformed and the left bracket must be opened by removing the finishing cap. The unit has a scratched and worn off connection tube, and the unit¿s brackets were disassembled, and the handle has been removed. The connection tube must be replaced with the finishing cap and a pair of roll pins to reassemble the unit. To resolve the issues, the base unit¿s connection tube, the finishing cap, and the needed roll pins were replaced. The connection tube was drilled with the finishing cap and the right bracket. The unit was completely assembled, and the left moveable bracket was overhauled in the process. After completing the repair, the unit successfully passed a function test. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is mishandling of the unit and routine wear. Additionally, this unit is beyond integra's 7 years recommended life cycle (manufactured 2014). No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.